Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the mitraclip g4 instruction for use (IFU) states under 13.0 device description section that ¿the steerable guide catheter (sgc) is used to introduce the clip delivery system (cds) into the left side of the heart through the interatrial septum. The steerable guide catheter is also used to position and orient the clip delivery system to the appropriate location above the mitral valve.¿ since the device was used with triclip sgc, this is considered as an off-label use of the device. It was determined that using the mitraclip cds with triclip sgc did not cause any effects. Additionally, it is stated under 18.0 mitraclip g4 system preparation before use section: ¿do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection.¿ since the clip used was expired, this is considered a deviation from the IFU. It was determined that using the expired device did not cause any effects and the user was aware of the device expiration. Based on available information, the reported use after expiration was due to the user error of not following steps as per instruction for use (IFU) by using expired device. The reported off-label use (indication for use) was associated with the use of the mitraclip clip delivery system with the triclip steerable guide catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip implanted was expired. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade 4+. The mitraclip clip delivery system (cds) was used with a triclip steerable guide catheter (sgc) because of a low height above the mitral valve and the triclip sgc having a shorter curve resulting in more height. This a problem because of a suboptimal transseptal puncture but of the anatomy. There was no device issue with the cds or sgc. The clip was implanted, reducing mr to 1-2. However, the clip used was noted to be expired after the procedure. No additional information was provided.